Event description:
On 07/02/97, the facility nurse contacted a manufacturer nurse and reported that her facility had placed 84 vascular access devices from 12/01/96 to 06/15/97, both inpatient and outpatient placements. The implanting physicians and managing personnel are all different. Ten patients had devices explanted, two for fibrin sheaths, one for device catheter occlusion and the others had distal thrombus formation. The facility nurse reported that the user facility medwatch reports would be forwarded to the manufacturer. As of 07/09/97, the reports had not been sent. The manufacturer nurse attempted to follow up with the facility nurse on 07/08/97; however, the facility nurse had not responded as of 07/09/97. No further details were provided at that time.

Manufacturer narrative:
The MFR has attempted to obtain additional info and/or the device(s) for analysis by telephone and written communication from the facility nurse and the facility's risk managment; however, MFR has been unsuccessful. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Therefore, based on the info available and due to the unvavailability of the device(s) for analysis, no conclusion can be drawn as to the cause of this event. The MFR's investigation on this incident is inconclusive. No further details are available. The MFR is now closing the file on this event.